Event description:
It was reported by the affiliate that during a laparoscopic nephrectomy, the clip did not form across the branch of the renal artery. A second instrument was opened and the same thing happened. A third instrument was opened to complete the clipping of arteries. There was no patient consequences.